Manufacturer narrative:
Based upon the visual inspection, the instrument would not function as received, it was concluded that the crimp depth of the tube assembly was insufficiently possibly causing the cartridge to separate from the tube. This cartridge separation can cause the instrument to jam. The insufficient crimp occurred during the assembly process. Co reviews each incident as it occurs in an effort to continuously improve co's products and process.

Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the device jammed. There was no pt consequence.